Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified; the product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No e7 electronic errors were in the history. All errors and alerts were triggered correctly by the pump.

Event description:
Patient reported the infusion device displayed an e7 electronic error during the night on (B)(6) 2013. Her blood glucose elevated to 300-340 mg/dl, and she believes the infusion device did not correctly deliver insulin. She changed the battery, infusion set, and cartridge, and the error message cleared. She reported the infusion device continued to suddenly stop insulin delivery, and her blood glucose remained elevated. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.